Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the power module had a broken patient cable connector was confirmed. The top housing had a damaged corner at the patient cable connector. The top housing and patient cable connector were replaced. The repaired unit was functionally tested and forwarded to the rental/loaner pool. The unit was over nine years old. The root cause of the damage was not conclusively determined in this investigation. Incidental findings: power module (B)(6) did not pass current leakage tests due to pcb damage. The device history records were reviewed, and the records revealed the heartmate power module (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. (B)(6) was shipped to customer on (B)(6) 2013. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. G) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had a broken patient cable connector. The power module was still functioning but was exchanged as a precaution.